Event description:
Impingement of femoral impactor on insert. Surgical delay of approximately 20 minutes reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.